Event description:
The customer repair technician (srt) reported that during routine testing of the device at the service center, the electronic patient gas system (epgs) failed the automated test equipment (ate) testing. The unit failed test 49, external 02% with setpoint at 90% 86.7; (low _limit = 87.4, high_limit = 93.4). Unit is below the low limit. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per evaluation report: the service repair technician (srt) connected the electronic patient gas system (epgs) to a system one simulator and central control monitor (ccm), attached oxygen and air at 50 psi, entered the perfusion screen on the ccm and waited the fifteen minute oxygen (02) sensor warm-up period. Calibration of the epgs were initiated and passed. Using the ccm control, the fsr was able to move the fio2 knob through it's entire range. The srt downloaded the logs for further evaluation. There was no indication on the epgs when the last maintenance was performed.